Event description:
It was reported that a review of remote monitoring data showed that the patient had fifteen anti tachycardia therapy (atp) delivered as well as seventeen shocks, of those three were able to be reviewed and it was believed that the shocks were inappropriate due to a supra ventricular tachycardia (svt). A review was sent to technical services (ts). The patient was going to be followed up and programming suggestions were needed. Ts discussed the case and noted that the three events in question looked like supra ventricular tachycardia (svt). Ts noted that addressing the underlying cause of the multiples shocks delivered would be appropriate rather then trying to reprogram the settings. Ts requested additional information regarding the patient when it comes to the reported observations to gain better understanding of the case. At this time the device remains implanted. No adverse patient effects were reported. Additional information noted that programming and medication changes were made and no further actions were taken.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that a review of remote monitoring data showed that the patient had fifteen anti tachycardia therapy (atp) delivered as well as seventeen shocks, of those three were able to be reviewed and it was believed that the shocks were inappropriate due to a supra ventricular tachycardia (svt). A review was sent to technical services (ts). The patient was going to be followed up and programming suggestions were needed. Ts discussed the case and noted that the three events in question looked like supra ventricular tachycardia (svt). Ts noted that addressing the underlying cause of the multiples shocks delivered would be appropriate rather then trying to reprogram the settings. Ts requested additional information regarding the patient when it comes to the reported observations to gain better understanding of the case. At this time the device remains implanted. No adverse patient effects were reported.